Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect. The customer experienced a low blood glucose (bg) level (under 54 mg/dl). The customer consumed carbohydrates to treat the bg. Reportedly, the customer had not updated the pump time. The customer continued to use the pump for insulin therapy.